Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('started feeling pain on my sides') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and mass ("lumps appearing on my sides") and was found to have blood urine present ("blood in my urine"). The patient was treated with surgery (essure removed by hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, mass and blood urine present outcome was unknown. The reporter considered back pain, blood urine present, mass and pelvic pain to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('started feeling pain on my sides') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and mass ("lumps appearing on my sides") and was found to have blood urine present ("blood in my urine"). The patient was treated with surgery (essure removed by hysterectomy). Essure was removed. At the time of the report, the pelvic pain, back pain, mass and blood urine present outcome was unknown. The reporter considered back pain, blood urine present, mass and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.